Event description:
It was reported to vyaire medical that the revel ventilator failed during transport. The customer confirmed that there was patient involvement as the patient was hooked up to the vent when it failed. There was no patient harm or injury that occurred to the patient.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: the suspect device was returned for investigation. Vyaire medical was not able to determine the exact root cause. Ventilator passed initial final test using automated testing fixture which test the total functionality of the ventilator. Ventilator also passed initial alarm volume test with no restriction. Unit was opened and inspected; no abnormalities were found. Processed ventilator through service to meet all factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.